Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2017 by the journal of shoulder and elbow surgery, titled ¿nine-year outcome after anatomic stemless shoulder prosthesis: clinical and radiologic results¿. The study reviewed forty-nine (49) patients who underwent anatomic total shoulder arthroplasty (atsa) or hemiarthroplasty (ha), using eclipse (arthrex) and universal glenoid baseplate (arthrex) or univers ii pe keeled glenoid (arthrex) devices, to address the following: primary osteoarthritis (7 patients), post-traumatic arthritis (24 patients), arthritis due to instability (8 patients), rotator cuff tear arthropathy (3 patients), arthritis due to glenoid dysplasia (1 patient), and postinfectious arthritis (1 patient). During the one hundred eight (108) month follow-up period, one (1) patient experienced a proximal humeral fracture. Source: hawi, nael, et al. "Nine-year outcome after anatomic stemless shoulder prosthesis: clinical and radiologic results." Journal of shoulder and elbow surgery 26.9 (2017): 1609-1615.